Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also reported having a bent cannulas with their infusion sets. The customer's blood glucose was over 500 mg/dl. Customer was able to treat with a manual injection. The customer also stated the no delivery alarm was resolved by a complete set change. Customer declined to return their supplies for analysis. The customer's blood glucose declined to 100 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.